Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 114 mg/dl. Reportedly, the customer cleaned the speaker holes however this did not clear the alarm.the caller is unable to load a new cartridge at this time so. The caller reset the pump and resumed insulin therapy and will wait to see if the alarm recurrs within 2 hours. Cts attempted to follow up with troubleshooting with customer however there was no answer so cts left a message.